Event description:
It was reported that the customer was hospitalized for an expected hypoglycemia episode. It was stated that the customer was found unconscious in her home and the paramedics were called. It was stated that the customer does not remember any details on the event. It was stated that the customer had a history of unexpected hypoglycemia, and the doctor believes this is the reason. Advised the caller to have the customer call in to complete the troubleshooting on her insulin pump. It was stated that the customer was off the insulin pump at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.